Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely elevated accutni results above the ami cutoff and within the risk stratification range for eleven (11) patients' samples that were generated by the access 2 immunoassay system. The erroneous results were questioned by the physician. Repeat testing on an alternate instrument produced results in a lower clinical category, which better matched the patients' clinical picture. One patient was given nitroglycerin due to the falsely elevated accutni result.

Manufacturer narrative:
The accutni sample was collected in a li heparin pst tubes. Per the customer, the sample appearance was normal. Qc was within the customer's established ranges prior to the erroneous results and out of specifications high after the erroneous results. A field service engineer (fse) was dispatched and performed preventative maintenance (pm) on the system. Service assays were performed and were within specifications. No hardware issues were noted. No clear root cause could be determined for this event.